Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The was manufactured from october 29, 2021 - november 01, 2021. The customer returned a sample with lot 22d007 for evaluation. A visual inspection was performed using the naked eye and a segment of the tube set was observed damaged. The device was leak tested and a leak was observed at the damaged area of the tube set. The reported condition was verified. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set which suggested the cause of damage was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.